Event description:
Patient with 39 week pregnancy presented in active labor with spontaneous rupture of membranes and had a normal vaginal delivery. Doctor ordered removal of foley after delivery of infant. At time of delivery, rn tried to deflate foley catheter balloon with a 10 ml syringe. Rn was unable to pull back any water from balloon. Doctor pulled balloon out to the urinary orifice and cut foley catheter hose to see if balloon would deflate. The balloon did not deflate. Doctor then used a needle on a syringe and put a hole into the balloon to deflate. Balloon was deflated and foley removed. No patient injury.